Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5044449) in united states on 09-oct-2015 who had essure (fallopian tube occlusion insert) on (B)(6) 2010. She had a sonogram performed three months later to make sure that scar tissue had blocked the fallopian tubes. The sonogram revealed that the coil on the left side had migrated into the abdominal cavity. In 2010, her physician performed a tubal ligation laparoscopically on the left side only. At that time she attempted to remove the coil that had migrated out of the fallopian tube but it had lodged in the omentum and attempted to remove it laparoscopically but it lead to bleeding that would require more extensive surgery and rather than open up the abdominal cavity to remove the coil, the physician left it in. The consumer had not used medications for treatment but she used daily vitamin as concomitant medications. Follow up received on 24-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and three months later, the sonogram showed that the coil on the left side had migrated into the abdominal cavity (interpreted as device dislocation). The physician performed a tubal ligation laparoscopically only on the left side and made an attempt to remove the coil that had lodged in the omentum but it lead to bleeding (interpreted as procedural bleeding), so physician left it in. Device dislocation and procedural bleeding are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of these events and suggestive temporal relationship, a causal relationship between these events and essure inserts and essure-related procedure cannot be excluded. This case is regarded as incident since an attempt for device removal was required. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further information are expected.

Manufacturer narrative:
Follow up information received on 22-feb-2016: no further information could be obtained despite follow up attempts. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and three months later, the sonogram showed that the coil on the left side had migrated into the abdominal cavity (interpreted as device dislocation). The physician performed a tubal ligation laparoscopically only on the left side and made an attempt to remove the coil that had lodged in the omentum but it lead to bleeding (interpreted as procedural bleeding), so physician left it in. Essure was not removed. Device dislocation and procedural bleeding are serious due to their medical importance and listed in the reference safety information for essure. Considering the nature of these events and suggestive temporal relationship, a causal relationship between these events and essure inserts and essure-related procedure cannot be excluded. This case is regarded as incident since an attempt for device removal was required. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further information could not be obtained, despite follow-up attempts.